Event description:
It was reported that the patient with this right ventricular (rv) lead fell, with this right ventricular (rv) due to their pacing skipping. This rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).